Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported manufacturer representative contacted the physician to confirm that the pressure was not changed. The cause of the pressure change as described by the patient¿s family was unknown. It was stated the patient was admitted to the hospital for treatment and to have the valve replaced. The valve was replaced with a non-adjustable valve. The patient had been discharged from the hospital and the status was unknown. It was noted that the patient being in the rehabilitation ward was based on neurological rehabilitation and not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the device due to cerebral hemorrhage in (B)(6) 2017. Postoperatively, the patient has been hospitalized in the rehabilitation ward of a hospital. In mid (B)(6) 2018, the physician adjusted the patient's pressure position from 1.5 to 1.0, but the patient's pressure position automatically changed to 1.5 after 3-4 days during which the patient did not touch a magnetic field. From mid (B)(6) 2018 to early (B)(6) 2018, the physician tried several times to regulate the patient, but the pressure position would automatically change to 1.5 after 3-4 days. Each time the physician adjusted the pressure with the tool alone, and there was no manufacturer staff on site. The physician thought the valve was broken and recommended to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient¿s valve was not explanted. The patient had undergone a procedure to have a non-adjustable valve implanted.